Event description:
Procedure nephrectomy. Reportedly, the instrument has a small insulating plastic ring towards the jaws which came off or loose, the instrument shaft then became very hot and unstable. There was no reported pt impact or consquence.